Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the issue was resolved. Was able to program around impedances, a report was created day issue arose.

Event description:
The caller stated the patient was seeing "therapy increase not available" around 8-9 ma with their dtm group. Caller provided the following impedance information: ref 0 - contacts 1-6 are around 1579 ohms, 10-15 are around 1000 ohms ref 5 - contacts 0-4 are around 1000 ohms, 6-15 are around 800-900 ohms ref - contacts 0-4 1000-1579 ohms, 5-15 are lower ohms caller stated pw are around 170-200 on dtm group, but the patient also has another group with more active electrodes and that group is not showing oor message. Tss reviewed that oor is likely due to combination of slightly higher impedances and higher settings. Tss reviewed using lower impedance electrodes, lower pw, and more active electrodes or leaving programming as is, knowing stim is being delivered but it can't be increased further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that when they try to make an increase on group a, they get a settings not available screen, and also said group a and group b are both running at the same time. They said this started today. Patient spoke with representative today and was told to call pats. Patient says that the representative told them this could be a communicator issue. Reviewed the rep might have misunderstood what the problem is. Pt then became escalated. Reviewed that agent was just trying to explain the situation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt called back requesting to speak to corporate and/or supervisor. Agent reviewed info. An email was sent to the patients rep mentioned in original call for visibility. The email stated the situation and advised the rep to follow up with the patient. Case re-opened due to email response from the field. Case re-assigned due to case being escalated to supervisor. Supervisor called pt back per their request. Supervisor explained that the issue they're experiencing is most likely related to programming and therefore, needs to be addressed in person by meeting with a rep. Pt mentioned that they were unable to talk for more than a couple minutes and requested that supervisor call them back in a couple hours. Supervisor agreed in doing so. Supervisor then connected with mdt rep. Rep confirmed that they will be meeting with pt either later today or monday to further address the issue. Rep noted pt mentioned they had 2 groups running at the same time and rep told pt it was only possible for one group to run at a time. Rep planned to meet with pt to interrogate their battery and check their impedances. Supervisor called pt back. Pt confirmed that they will be meeting with mdt rep, the beginning of next week to address the oor issue. Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) was getting an oor message on their remote when they were trying to turn up their stimulation. Rep reported they would meet with the pt to interrogate the battery and leads and will program around the impedances.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.